Event description:
It was reported that following an ablation, an angio-seal sts plus was selected for use. No pre-insertion angiogram was performed; however, there was mild calcification at the puncture site and at the aorta. The pt was ambulated two hours later. One day later, the pt was discharged. The pt was drinking alcohol (amount unk) while at home. Two days later, the pt noticed that the puncture site was swollen. Three days later, the pt returned to the hospital. A CT scan revealed a pseudoaneurysm. The next day, the suture collagen, and anchor were removed. The puncture site was then sutured. Eleven days after the angio-seal was removed, the pt has recovered, but was still being hospitalized.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. A search of the database revealed no training record for the user. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.